Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at 3.5 lbs due to faulty force sensor resistor. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm when inserting their reservoir. Customer's blood glucose was 51 mg/dl. Customer treated their blood glucose with food. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.